Manufacturer narrative:
Age at time of event: somewhere in 60's. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the catheter outer surface of the shaft sheared off. A 2.1mm jetstream® xc atherectomy catheter was selected for an atherectomy procedure in the superficial femoral artery (sfa). The device was advance in an unspecified 7 fr sheath. After 1 minute and 39 seconds of run time, the physician struggled advancing the catheter. Upon removing the device from the patient, it was noted that the outer plastic had sort of sheared off of the catheter shaft and sort of buckled back. None of the device was left behind in the patient. The procedure was completed with a balloon. There were no patient complications and the patient's status is fine.